Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic was torn off and there was clear surgical residue on the lens.

Event description:
It was reported that the haptic of a cq2015 three piece collamer lens was damaged during loading, but the problem was not discovered until after the lens was inserted. The incision was enlarged to remove the lens and a suture closed the wound. The reporter stated the incident was caused by a loading error. This is one of two incident involving this patient. See MFR report # 2023826-2007-01264.